Event description:
The ge oec 9800 fluoroscopy sys displayed communication error and would drive technical factors to max and have no image update or image display.

Manufacturer narrative:
A ge oec service rep investigated the issue and multiple issues that were repaired. The interconnect cable was defective and replaced. The snubber pcb was found faulty and replaced. Kv loading to the hv tank was not present and the hv tank was replaced along with the hv cable assembly and generator driver pcb. A broken cable was also found at the collimator plug that was replaced, sys re-calibrated and function restored. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.